Event description:
It was reported that when the device was used during a laparoscopic procedure, the device did not fully open and the surgeon was unable to remove from cavity. The procedure was changed from a laparoscopic to an open procedure. There were no other consequences to the patient.